Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy . Section d4: catalog number : a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: address not provided section e1: telephone number (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient had previous cataract extraction and lens implanted. That lens was removed on (B)(6) 2023 and replaced with another iol. During the surgery procedure, it was observed that the patient's iris was extremely prolapsed, iris trauma. One day post op, on (B)(6) 2023, the patient consulted the doctor and the doctor explained that the removal and replacement of the iol had proved to be challenging. There was a small hyphaema (blood between the cornea and iris) and blood from the iris trauma. The patient was given a steroid medication to use. Since the surgery, the patient has experienced, and continues to experience, problems with her eyesight, including blurred vision in the right eye, sloped vision in the right eye, unsteadiness and balance issues, short sightedness, poor depth perception, and ongoing headaches. No further information available.